Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 38 (no motor movement or negligible movement. Retries to free a stuck motor failed), and the customer reported a replace battery alert. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed for the pump error, and the customer was able to clear the alarm and able to rewind the pump and was advised to revert to a backup plan per healthcare professional instructions and place the pump in storage mode. Troubleshooting was not performed for replace battery alert. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed the sleep current measurement, active current measurement, displacement, rewind, prime/seating, basic occlusion test, force sensor test and occlusion test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 3.0 received the low battery alert (104) on (B)(6) 2025 10:25:01 after more than 7 days at 15.57 days. Battery cycle 2.0 received the low battery alert (104) on (B)(6) 2025 20:48:00 after more than 7 days at 16.43 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Pump error 38 was found in the traces on (B)(6) 2025 20:05:49.000. No alerts/alarms/anomalies noted during testing. Pump was cut open to perform visual inspection and found no moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Pump error 38 was confirmed in the traces and due to a motor defect. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unexpected battery power loss was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.